Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device evaluated by MFR? Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 40's (mg/dl); cause was unknown. Reportedly, as the customer was not feeling well, the contact assisted the customer with providing sugar and disconnecting the tubing. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values in the 40s mg/dl were recorded by continuous glucose monitor (cgm) from 3:49 pm ¿ 4:44 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values, and while still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.